Event description:
During a coronary stent procedure involving a 98% stenotic lesion in the rca, removal difficulties were encountered. The physician had unsuccessfully attempted to direct stent and upon removing the delivery/stent device, resistance was encountered at the guide catheter. The entire system, including the guide catheter was removed without incident. It was noted after removal that the stent was damaged. The procedure was completed with another device. No pt injury or complications were reported.